Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 44 mg/dl and 46 mg/dl using true result meter and 110 mg/dl using onetouch ultra meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is (B)(6) 2015. Recall test results (performed non-fasting) from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions. Additional product codes added. Correction of lot#:test strip lot # ps2419 added.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 44 mg/dl and 46 mg/dl using trueresult meter and 110 mg/dl using onetouch ultra meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is 09/28/2015. Recall test results (performed non-fasting) from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions. Additional product codes added.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 44 mg/dl and 46 mg/dl using trueresult meter and 110 mg/dl using onetouch ultra meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 07/22/2018 and open vial date is (B)(6) 2015. (B)(6). Adverse event not reported.